Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from the patient that this pacemaker was pacing lower than expected. No adverse patient effects were reported. Despite efforts no further information was obtained.